Event description:
An or supervisor reported that an intraocular lens (iol) had been exchanged, due to an unexpected postoperative refraction. The iol was exchanged for a different power lens. The patient is reported to be very happy with her outcome following the iol exchange and the implant of the fellow eye. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The optic was torn/split (possibly cut) into two pieces. One portion was scratched. While we were unable to determine the origin of the damage, our observation reasonably suggests that it was not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/27/2009, 08/31/2009, and 09/11/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 09/25/2009.